Event description:
The customer reported that the image was locking up, and the system had to be stopped and repositioned before they could continue the case. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced. The system was then found to be operating as intended.